Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Returned for review is a flex drill. As returned, the flex drill has a fractured drill bit. Above mentioned situation exhibits low risk to the patient. There are no prior complaints against this lot. This occurrence is covered by risk assessment. All supplier devices and materials are received in and quarantined in receiving inspection. Receiving inspection performs a quality analysis per the appropriate inspection instruction sheet and audits all appropriate documentation prior to devices and material being released from quarantine. Further review of receiving inspection documents will not assist in determining a root cause. No further investigation is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was drilling holes into the shell the tip broke off. The measurements for the drill bit were received, and it was confirmed that all pieces of the drill bit were retained after it was sterile.